Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This complaint for a report of an iipv- adult was confirmed. The root cause was undetermined. The sample was not available as the customer continued to use the device. The serial number was unknown, therefore a service history, device history, and event log history review could not be performed. This issue is being investigated through CAPA.

Event description:
On (B)(4) 2012, a nurse contacted global technical services regarding an increased intraperitoneal volume (iipv). The nurse stated that the home patient (hp) was in the nursing home and had called her about a high drain alarm as she did not know what it meant. The technical services representative (tsr) explained the alarm to the nurse. The patient was not experiencing any symptoms. The nurse did not have any further informaton about the alarm code and did not know what had happened during the patient's therapy. There was no further information available. The tsr explained to the nurse what she should look for in the patient's alarm log, therapy log, and programming, and the nurse would call back if she could not find a probably cause and would like the homechoice swapped. The tsr advised the nurse to contact the nursing home and review the programming. There was patient involvement, but no patient injury or medical intervention was reported.